Event description:
Reported via clinical report. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient presented for randomization. Following randomization, the closure device migrated proximally and had to be removed due to the risk of embolization. The closure device was removed on (B)(6) 2025. No further information is available at the time of this report. It was further reported that the physician was able to reattach the delivery system and recapture the device.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical report: it was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient presented for randomization. Following randomization, the closure device migrated proximally and had to be removed due to the risk of embolization. The closure device was removed on (B)(6) 2025. No further information is available at the time of this report.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date updated with additional information received. H4: device manufacture date updated with additional information received.

Event description:
Reported via clinical report. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The patient was discharged. The patient presented for randomization. Following randomization, the closure device migrated proximally and had to be removed due to the risk of embolization. The closure device was removed on (B)(6) 2025. No further information is available at the time of this report.